Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations and troubleshooting with the caller. The lead was repgrogrammed to bipolar configuration. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement less than 200 ohms on the atrial channel. Sensing and threshold measurements are stable and within normal limits. No adverse patient effects were reported.